Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was using the jazzy on her ramp, and it allegedly skid off the ramp and she hit her knees.

Manufacturer narrative:
On (B)(6) 2025, tech replaced all six tires on unit and unit is working properly.

Event description:
Consumer alleges she was using the jazzy on her ramp, and it allegedly skid off the ramp and she hit her knees.